Event description:
Device 2 of 2. Ref MFR report #1627487-2012-12041. It was reported the pt has experienced a burning sensation at implant site when charging. This happens after 20 minutes of charging. It was reported the pt does not use the belt or the pouch. It was also reported the pt has lost (B)(6) in the last year. The sjm rep suggested that the pt used the pouch while charing and to charge more frequently for shorter periods of time. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device model number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.